Manufacturer narrative:
Visual inspection of returned component has confirmed that the encode has fractured; the head of the encode has been grossly damaged, therefore a complete dimensional analysis cannot be performed. A definitive root cause has not been determined. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.

Event description:
Dr indicated damaged (fractured) implant healing abutment.